Manufacturer narrative:
B3: date of event: used first date of the month of the aware date as event date was not provided.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another device. There were no patient complications reported.